Manufacturer narrative:
It was reported that the balloon failed to deflate following the procedure. No additional patient information, vessel/lesion characteristics or procedural details were provided. There was no reported patient injury. At this time, there is not enough informaiton to draw a clinical conclusion between the device and the reported event. Inspection of the returned product revealed no anomalies. The balloon was found to inflate and deflate without difficulty. Microscopic examination performed on the entire balloon catheter revealed no anomalies that could have caused the reported difficulty. Lot history review revealed this to be the first complaint of this type reported for this sterile lot nubmer. Review of the manufacturing records reveald no anomalies that can be associated with the reported complaint. Conclusion: porduct found to be in spec and functioning properly. Complaint could not be confirmed.

Event description:
During clinical procedure, the balloon did not deflate. There was no report of patient injury. Multiple attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The product has been returned for evaluation and testing, however the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.